Event description:
The customer reported that the central nurse's station (cns) was somehow rebooted and has been stuck on the please wait screen for 20+ minutes. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) was somehow rebooted and has been stuck on the please wait screen for 20+ minutes. Technical service (ts) had the customer change the drives, boot the unit with the backup drive, but the issue persisted. The customer wants to send in the unit for evaluation and requested a loaner. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.